Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed crease sharp on radius assessed as fold flaw opening. Additional observations: ¿ yellow and white calcification particles on the surface of the shell. ¿ crease fold observed. ¿ dark ring observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced. Rga also noted yes for damage caused by surgery and "in opening up of capsule, implant lacerated by blade scalpel."

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.